Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, when the circular was fired, the device cut however the staples were loose on the tissue, were malformed and were not in the b shape. The surgeon did another purse string and used another device to complete the case. While using the endocutter on the third firing, the firing handle went half way then stopped. The device locked on tissue, the surgeon forced the jaws open, pushed the release button and the device released. New devices were used to complete the procedure. No adverse consequences reported.